Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose with blood glucose of 700 mg/dl. Customer's other blood glucose value 600 mg/dl, 735 mg/dl. The customer was treated with insulin drip for high blood glucose values during hospitalization. The troubleshooting was not performed for high blood glucose. The device is not expected to be returned for analysis.